Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device, the scope bending section rubber was found peeling. The device evaluation also reported that the customer reported issue was confirmed. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the cysto-nephro videoscope was processed with the pressure cap. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Event description:
A user facility reported to olympus, the cysto-nephro videoscope was processed without the pressure cap.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s probable the reported event (processed without the pressure cap) was attributed to the users handling. However, a definitive root cause was unable to be identified. The following is included in the reprocessing manual: ¿ethylene oxide gas sterilization [caution] attach the sterilization cap (maj-1538) to the endoscope before ethylene oxide gas sterilization. If the sterilization cap is not attached to the endoscope during ethylene oxide gas sterilization, the air inside the endoscope will expand and could rupture the bending section cover and/or damage the angulation mechanism.¿ olympus will continue to monitor field performance for this device.